Event description:
It was reported that during a treatment procedure for iliac stenosis, removal difficulties were encountered. The patient's anatomy was described as tortuous. The balloon was successfully inflated twice during a 40 minute procedure. Upon withdrawal, the balloon would not rewrap enough to be withdrawn through the 5fr sheath. The balloon catheter and the sheath were removed simultaneously. No patient or complication was reported. It was reported that the device has been resterilized.